Event description:
While reaching for the bedside table, the patient swung his left leg and left arm over the lower bed railing on the patient's right side. The patient leaned on the railing with his body weight. The bed railing released and the patient fell on the floor. The patient did not sustain any injury.